Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient complained of difficulty coupling with their recharger to their rc. They explained it was placed a bit under the muscle sheet, sub pectoral area at the patient¿s request due to their thin skin, and it was painful when they had a pc because of the size. It was better now because it felt tighter than when they had an rc. They also stated their skin was very thin and contact to that area was very sensitive. Also stated that they had cheloid around the incision site of the ins. The stimulation parameters were at 2.6v each side for them. Treatment was for primary tremors and orthostatic tremor. Mentioned it could take 1.5 hours to charge to full. They stated over time (4 to 7 days it was easier for them to couple or charge. They said they couldn't get coupling at 2 days. The patient charged daily to keep the battery level full or attempted too. The location of the ins was in the boob area (above the nipple). They would see the coupling go from 8 bars to 0 bars or fluctuate. They pushed the antenna into their chest then leaned forward and held, but after about 15 minutes they would lose coupling. The rep explained to the patient how the antenna and coupling worked. They needed it to be parallel to the ins to get the best coupling. They said it helped to know that it being flat worked the best. They pressed directly on their skin with the antenna to get it to be flat. The challenge was that it didn't stay. They suggested to try the antenna tape and a tight shirt and different positions to get the best flat parallel surface to the antenna and the ins. They also explained how to read the battery level. They had tried 2 different recharging systems and there was no difference in coupling. In april it was stated the patient may be back at stanford for an appointment and would if the challenges of charging continue. The rep would meet with the patient to get a visual on the ins location and the technique of their charge/coupling efforts. They also told them to follow up with the rep to see if when they waited days for charging instead of daily or every 2-4 days, what the battery level was. The rep thought it wasn't coupling even though they saw empty boxes. They were also going to let them know if trying tape or different positions helped the coupling. Lastly it was stated that the coupling could be the issue of the recharger showing a different battery level than the programmer. The issue was not resolved. There were no further complications reported.

Event description:
Additional information as received from a consumer stating the issue was still not resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.